Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On may 15, 2026, senseonics was made aware of a user's hypoglycemia event. The user reported feeling drowsy with sensor glucose (sg) readings at approximately 135-136 mg/dl. The user did not perform or enter a confirmatory blood glucose (bg) reading at the time of the event. Because the sensor reading remained within the normal range and above the user-configured low alert threshold, no alerts or vibrations were triggered by the system. The user did not seek medical treatment and was able to manage the symptoms independently by eating and drinking. At the time of follow-up, the user reported feeling fine and was advised to notify their healthcare provider, who was not yet aware of the event.